Event description:
The user facility reported that during a therapeutic esophagogastroduodenoscopy procedure, the clip fired prematurely, and did not detach as expected. As the user attempted to pull the clip back through the instrument channel of the endoscope, the clip became lodged in the channel, and subsequently fell into the patient's stomach. The user facility has provided conflicting information regarding what, if any additional intervention may have been required to address this phenomenon.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The users reported that the clip and delivery system was immediately discarded following its use. The cause of the user's experience could not be conclusively determined at this time. Olympus is attempting to gather additional information regarding this reported event, and will supplement this report within thirty days. This report is for one of three similar reports for this facility. Please refer to manufacturer report number: 8010047-2008-00112 and 8010047-2008-00114 for other related reports.